Event description:
The patient was revised because of pain, osteolysis, and loosening of the femoral and tibial components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Patient operative reports and x-rays were received. Review of the supplied inputs confirmed osteolysis and debonding between the cement and device. The investigation could not draw any conclusions regarding the root cause of the osteolysis or device debonding with information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.